Event description:
Customer reported a no delivery alarm on the insulin pump. Customer stated that the insulin pump was exposed to high magnetic field and ever since the insulin pump is slow to rewind and the buttons are often unresponsive. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.